Event description:
The customer reported that the system intermittently displayed a stator not on error message and would not come back up. The system was shutting down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.